Event description:
Delay in shock: staff charged machine, pressed button to defibrillate and there was a 20 second delay. No adverse effect to patient. (B)(4) was contacted. It was determined at the time that the battery was over two years old and needed to be replaced. Battery replacement was complete. Fyi: this same piece of equipment had another product problem on (B)(6) and voluntarily reported via medwatch as # (B)(4) (sent back to MDR on 10/16 for testing).